Manufacturer narrative:
Npb troubleshot this issue over the phone. The customer will replace the analog interface pcb. Npb was not authorized to service the device. A follow up report will be submitted when new information becomes available.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.